Event description:
There was an allegation of questionable elecsys anti-tshr results for 1 patient sample on a cobas e 411 rack. The initial result was 2.20 iu/l. It is unknown if the initial result was reported outside of the laboratory. The repeated result was 1.60 iu/l. This result was reported outside of the laboratory. The repeated result was believed to be correct based on the patient's record of previous results. The reagent lot number is 552196. The expiration date was requested, but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The customer's pre-analytical data showed the presence of foam in the bead compartment. A failure was detected with the rotation of the instrument's paddle/bead mixer. The paddle/bead mixer was replaced and no further foaming was observed during the mechanism checks. After the paddle/bead mixer was replaced, no issues were reported by the customer. The investigation determined that the replacement of the paddle/bead mixer resolved the issue.